Event description:
It was reported that the right atrial (ra) lead dislodged. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found. Addrl1, implantable pulse generator, 2013-(B)(6); 407652, implantable pacing lead, 2013-(B)(6). (B)(4).